Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). Livanova (B)(4) was informed that a new device was shipped to the customer. The customer has replaced the device himself and it was reported that no further issues occurred. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. The device was requested back to livanova (B)(4) for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a electrical venous occluder (evo) displayed an error message during maintenance. There was no patient involvement.

Manufacturer narrative:
H.10: the device was returned to livanova deutschland for further investigation. Results revealed that the issue could not be reproduced. During the visual inspection and the functional testing, no deviations could be identified. The device was working within specifications.

Event description:
See initial.